Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: (B)(4). It was reported that both of the patient's leads had migrated. It was noted that the patient had a car accident prior. As a result, the patient had both leads explanted and replaced. Effective therapy was established post-operatively.